Manufacturer narrative:
The pod was received deployed. The pod could not be downloaded, due to the corrosion. Inspection of the pod found corrosion on the batteries, chassis, ratchet gear and reservoir. No damages were found with the cannula assembly that would result in leaking. A leak test was performed, and no leakages were observed along the entire fluid path. Batteries were observed to have low voltage, due to corrosion. The exact timing and the cause of the corrosion could not be determined. Without the pod data, it could not be conclusively determined if a pod alarm was generated during use. The exact cause of the reported pod alarm could not be conclusively determined. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the legal guardian that the patient's blood glucose level rose to 340 mg/dl while wearing the pod between 1 and 4 hours. The pod generated an alarm but did not display an alarm code. As treatment, a new pod was applied. The device investigation observed a corrosion within multiple components of the pod.